Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013 in the bile duct. According to the complainant, during preparation outside the patient, when the physician advanced the device over the guidewire the pull wire came out from the guidewire exit port of the push catheter. The physician attempted to move the metallic wire back into the guide wire port by pulling the port, and the pusher catheter was torn. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the push catheter to be detached in two pieces, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4). Investigation found out that the stent ends were collapsed. The push catheter was detached at ramp area. The guide catheter does not have any obvious defects. The pull wire is bent at approximately 25cm from the pullwire cannula on the distal end. The push catheter was cut by the investigator at the ramp area to remove the remaining ramp such as to remove the pull wire. The push catheter was cut by the investigator near the hub to remove the pull wire. Once removed from the push catheter, the pullwire was noted to be bent at approximately 15cm through 24cm and at approximately 85cm from the hub on the proximal end. The noted damage is likely due to some aspect of handling the device which may have led to a bending/kinking of the pull wire. The bending/kinking of the pullwire may have led to the pullwire exiting the ramp, likely leading to damage caused by the customer resulting in the detachment of the push catheter. Therefore the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.